Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient suffered bilateral capsular contracture associated with her breasts, however no baker grade rating was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-07703 for the contralateral event.

Manufacturer narrative:
On september 02, 2022, mentor received additional information. Ultrasound imaging was conducted. Findings indicated suspected bilateral ruptures and bilateral axillary adenopathy as the axillae had an inflammatory appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, mentor received additional information that provided the date of the event, the patient's age at the time of the event, their date of birth, and initials. The appropriate fields have been populated. Manufacturer¿s reference number: (B)(4).